Event description:
It was reported that the user was not receiving cgm readings because a newly applied sensor was in warmup, had experienced an urgent low glucose alert the prior day with a documented low of 54 mg/dl, and restarted the ilet after disconnecting overnight while also reporting alert fatigue; a concurrent fingerstick measured 196 mg/dl and troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included device alarms that prompted user intervention and self-management without hospitalization. Investigation included user interview, review of device use conditions, and troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with the event consistent with hypoglycemia of unclear cause while the cgm was in warmup and the ilet had been restarted after an overnight disconnect. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure and confounding use conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.